Event description:
New information indicates that the programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular oversensing due to myopotential oversensing on the implantable cardioverter defibrillator. Programming changes were discussed, but no changes or intervention was reported. There were no patient consequences.